Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was condensation in a setup which included an mr850 respiratory humidifier. It was reported that "water rose up and into the patient's nose", resulting in discomfort and oxygen desaturation.

Manufacturer narrative:
(B)(4). (B)(6). Fisher & paykel has requested additional information from the customer regarding the reported fault as well as the patient's condition in order to aid in our analysis of the reported condensation issue. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that there was condensation in a setup which included an mr850 respiratory humidifier. It was reported that "water "rised up" and into the patient's nose", resulting in discomfort and oxygen desaturation.

Manufacturer narrative:
(B)(4). (B)(6). The complaint humidifier was not returned to fisher & paykel healthcare for evaluation, however fisher & paykel healthcare has received no information indicating a product fault. An investigation was carried out based on the event description and information provided to fisher & paykel healthcare. Fisher & paykel healthcare was advised that the hospital also reported this complaint to the ventilator distributor, (B)(4). A (B)(4) representative advised the hospital to remove a part of the tubing from the setup. A fisher & paykel healthcare representative visited the hospital on (B)(4) 2011 to conduct training on the use of our humidification system. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following training, no further reports of condensation have been received from this hospital.